Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong was returned for evaluation. An initial visual observation of the video showed the groshong during use. A clear liquid was infused, and a leak was observed in the catheter tubing near the proximal end. The video showed that the groshong catheter was placed in the patient¿s arm, indicating evidence of use. Details of the leak were unable to be discerned due to the quality of the video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after the catheter was placed and during flushing a leak was detected. No other information provided, at this time.